Manufacturer narrative:
The device passed the displacement test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the keypad was sticking out and buttons won't responding. The customer¿s blood glucose level was 177 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.